Event description:
It was reported that a user experienced an episode of low blood glucose while using the device, with a blood glucose value of 68 mg/dl and treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities consistent with a low glucose event. Investigation included case intake review and user education focused on troubleshooting and management of hypoglycemia. Investigation of this case revealed no specific device malfunction was identified and the cause of the hypoglycemia remained unclear based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.